Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spinal pain. It was reported that the patient was recently in the hospital for a procedure that was related to the patient's device/therapy. The patient was implanted for damaged nerves. The patient stated that the procedure was performed to help control the patient's pain better. The patient stated that the ins is helping take away 20-30% of the pain, but is not taking all the pain away. No further information is available at this time, but follow-up is being conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.